Manufacturer narrative:
Block b3: exact date unknown, event occurred last year from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to difficulty charging the ipg. The patient underwent an ipg replacement procedure. No further information has been obtained despite good faith efforts.